Event description:
Reporter indicated the patient had vns generator replacement surgery performed on (B)(6) 2012, due to generator near end of service. Device diagnostics were within normal limits with the new generator and resident lead. The explanted generator will not be returned by the hospital.

Event description:
Clinical notes were received to the MFR from the reporter indicating a pt's vns had the settings increased due to "impaired seizure control." The pt is also being referred for prophylactic vns generator replacement, which has not been scheduled to date. Currently the reporter indicated the pt is not having any issues, and was unwilling to provide further info. A battery life estimate for the vns generator performed by the MFR indicated end of service is likely, with roughly -0.7 years remaining.